Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns, ''test results greater than 13.9 mmol/l (250 mg/dl] mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 13.9 mmol/l [250 mg/dl] or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. Lf blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The customer reported high blood glucose results while wearing a pod. He provided the following results: time: 12:00 pm, blood glucose result: 7.6 mmol/l (137 mg/dl); time: 8:00 pm 9:00 pm, blood glucose result: 15.9 mmol/l (286 mg/dl), bolus: 7.0u; time: 9.00 pm, blood glucose result: 15.9 mmol/l (286 mg/dl). He stated that his highest result of the day (time not provided) was 17.4 mmol/l (313 mg/dl). He removed the pod and said there was "considerable bleeding" and the cannula was slightly bent.